Manufacturer narrative:
Concomitant medical products: product ID 8832, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient started to hear the critical pump alarm on the morning of report. The patient¿s personal therapy manager (ptm) displayed the error code ¿8476¿, which would be indicative of a motor stall. It was verified that the patient had not had an MRI and his prior refill occurred on (B)(6). At the time of report, the patient was feeling good and had mentioned having break-through medications to take to prevent withdrawal. The patient attempted to contact his healthcare provider¿s office, but had been unable to. It was stated that the patient may go to the emergency room (ER). The device system was used to deliver morphine. Two days later, it was reported that the pump had stopped at around 2:45 to 2:47pm. When the patient went to the ER, they refused to treat him or his withdrawal symptoms. The withdrawal symptoms were specified to be: flu-like symptoms, vomiting, diarrhea, leg weakness, leg cramping, shaking, and increased baseline pain. Later that day, it was reported that, for the prior three days, the pump had been stalling and recovering. At the time of report, the pump had not recovered since 7:28am that morning. It was stated that the patient was feeling better, but the first two days had been a ¿nightmare¿. The patient had experienced weakness, leg spasms, and increased pain. Three days later, it was reported that the patient had been seen two days prior to report. At that time, the device was interrogated and was confirmed to be stalled without a recovery. The cause of the stall was unknown, so the patient was referred to a physician for surgical intervention. At the time of report, the patient was being managed for pain and his symptoms had resolved with the use of oral medication.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the motor stall occurred two months prior to the pump replacement date and the pump had a short circuit and shut off suddenly. Further information was not provided and the patient's status was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the previously reported withdrawal symptoms were later described by the reporter as they spent three days" in hellish withdrawals". It was noted that after those three days, the patient went to their hcp and the pump was disabled, although the reporter noted they still get a critical alarm from the pump every hour. As previously reported, the patient was referred to a surgeon and given oral medications; however, per the reporter, three weeks later, the referral paperwork had been lost, and the patient was in "horrible pain", had lost twenty pounds, and was getting weaker. The reporter also noted being told after implant that the pump would be replaced in five years. Then the reporter stated that two years ago, they were on the "list" of patients coming up for replacement in a few months. Then the patient was transferred to another hcp at that time. The reporter noted they had high programming, and that it went up from 8 to 10.5 to 13 due to sheared nerve issues. The reporter questioned if it was more likely that they received a critical alarm and pump shut down due to battery depletion than a "nebulous, unexplained pump stall".